Manufacturer narrative:
Result of investigation: h10: the root cause of the issue was due to defective gde and epm cable. As a resolution gde and epm needs to be replaced. The unit passed operational verification procedure and extended system tests. No errors indicated.

Manufacturer narrative:
Vyaire medical file identification: (B)(4)/ h3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator boots up into vent inop and will only run on compressor mode even with air hooked up. There was no patient involvement reported with this event.